Event description:
It was reported that upon initiation of hemodialysis treatment a blood leak was observed coming out of the arterial end of the dialyzer at the line connection. The lines were tightened and treatment was continued. A blood leak was still observed. The dialyzer was replaced and the treatment was continued. The dialyzer was reported to have a crack where the threads of the dialyzer connect with the bloodlines. The pt did not experience any adverse event as a result. Estimated blood loss was 5-10cc. Sample was discarded by user facility.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.